Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 530 mg/dl and the cause was not known. A correction bolus via the pump was delivered. The customer declined tandem technical support's offer to troubleshoot. Upon follow-up, bg was still in the 500s mg/dl. Tandem technical support advised the customer to discuss the bg issue with a healthcare provider. Multiple attempts were made to follow up with the customer; however, the customer did not reply to the requests.